Event description:
Two silicone gel-filled mammary breast implants were put into rptr's body. Rptr cannot find dr to get his records of her. However she got her hospital records. Label did not have the name of the MFR on it. She has numerous med problems. She has had implant rupture. She lives in pain, sickness, loss of memory-it has been a nightmare. Implants hardened & changed shape-this was an extreme source of pain & has made her very ill.